Event description:
Caller reported a malfunction on the insulin pump with displayed malfunction code malf 8, and no notable events occurred before this. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.